Event description:
The pt called to report he activated a new pod on (B)(6) 2013 at 11:14 am. His blood glucose history as follows: see scanned table. This pod was then deactivated at 11:17 pm and a new one was activated. He then went to the ER at 1:00 am where the pod was discarded. He was treated with 2 bags of saline and 2 manual injections (exact dosages were not reported). At 4:30 am he was released from the ER.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays "high check for ketones". This indicates severe hyperglycemia (high blood glucose)."